Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. .(B)(4).

Event description:
It was initially reported that the stimulation was in the wrong location. The patient felt stimulation in his ribs and should be feeling it in his buttocks and legs. The patient was programmed at the time of the implant. The patient was attempting to adjust the stimulation but was not able to reach the target area. The patient was redirected to his physician. It was further reported that the patient received assistance from a company representative on (B)(6) 2013 and their concerns resolved. It was later reported that the patient still had concerns regarding the device or therapy but was working with a doctor or manufacturing representative. It was noted that the patient had an appointment scheduled for (B)(6) 2013. It was further reported that the patient had turned their device off 6 months prior (as of (B)(6) 2014). The patient still had stimulation in the wrong location and could not stand the sensation near his heart. The patient felt stimulation in his heart, when he should be feeling it in his buttocks and legs area. When stimulation was on, the patient felt a shocking sensation in the heart. The patient stated the device was reprogrammed 1.5 months prior to the report, but they were not able to correct the stimulation. All 3 programs the patient had he felt on the left side. The patient did not have stimulation sensation on the right side. It was stated that the patient had a "bad" lead. The patient's physician took an xray and told him his leads looked fine. The patient was advised to further investigate his internal components.

Event description:
It was further reported that the patient had an upcoming appointment on 2014 (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a company representative met with the patient. The patient had rib, chest and abdominal stimulation. Impedances were all within normal limits. The company representative tried to program the device but couldn't avoid abdominal stimulation on the left side of all 3 rows. Xrays were completed and it was found that the lead was so far lateral to the left that all rows of the lead were visible. The patient was being scheduled for a repositioning of the lead but the date was not yet received.